Event description:
It is reported that the pt was revised due to the stem subsiding. The stem subsided due to a non-united osteotomy and lateral femoral bone loss in the distal area of the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.